Event description:
The customer contacted baxter's technical service center regarding a missing component, which occurred on the homechoice (hc) during use. The home patient (hp) stated when he removed the cassette from the packaging he noticed that there was no connector on the end of the patient line. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.